Event description:
It was reported that the patient was seen in clinic due to a notifier for atrial lead noise. The lead also exhibited varying impedance. No intervention or patient symptoms were reported.